Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age and gender unknown), a spark was seen from the electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.